Manufacturer narrative:
Patient information: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.5/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a same size lens, implanted vertically due to excessive vault. Reportedly, "the lens was placed vertically." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Additional information: d9: lens returned 20-feb-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the optic deformed and the haptic deformed, bent, and broken with residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).